Event description:
During a colon resection procedure, the 4-40 stud broke while torquing the instrument onto the device. Another device was used to complete the procedure. There was no pt consequence.